Manufacturer narrative:
Correction: d4:corrected UDI information. H4:corrected device manufacturer date.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, vyaire technical support initiated unit under warranty replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us freezes while on patient. Furthermore, customer confirmed that the patient was necessary to removed from the vent because of the device problem. The vent swapped to a known working unit to continue patient care and no harm associated to this event.